Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) in the 60s mg/dl with unsteadiness when standing and walking, rapid heart rate and dry mouth associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the boluses were not showing up in the bolus history. It was reported that the patient's healthcare provider advised them to discontinue the insulin pump due to a new regimen. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery issue.